Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported their controller won't turn on and if it does turn on it will say deactivated. Patient said their stimulator was still working. Pt said their external device was an iphone and they don't know the model number. Pt was not sure what brand was their implant. Agent advised the pt manufacturer's scs do not use an iphone as an external device. Pt said they will just call their doctors office. Agent was not able to ask the event date and hcp name due to the nature of the call. Pt said their implant date as (B)(6) 2018, and their implant serial number was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).